Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA, stating that the muffler came apart from the inner and outer hose of the device. It is known that the event did not occur during surgery; however, it unk if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info available.